Event description:
Customer reported the alarm sounds intermittently. Customer reported the wire connected to the rj11 clip has to be wiggled for the alarm to sound. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm intermittent sound. Evaluation revealed that the alarm has bent battery springs. The unit powers up and passes all functional tests. (B)(4).